Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The device was attached to an encore inflation and during an initial attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located in the proximal transition zone in the balloon. No issues were identified with the balloon which could have contributed to the pinhole leak. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages on the hypotube/shaft. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.